Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicted that a 12.6mm, vticmo12.6, -14.50/3.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Lens repositioning was performed on (B)(6) 2019 due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2019 the lens was exchanged for a non toric lens and it was reported that this exchange resolved the problem.